Manufacturer narrative:
Model number/catalog number: 72400024 serial number: null batch/lot number: 939814004 model/catalog description: balloon fgs 61-70 cm. Model number/catalog number unk-p-aus serial number null batch/lot number unk-p-aus model/catalog description unknown. Product investigation completed. The control pump was visually, microscopically, and functionally tested. The control pump performed within specifications and no leaks were found. The pressure regulating balloon was visually, microscopically, and functionally tested. No leak was found. The balloon tested at 58.5 cmh2o. It is rated at 61-70 cmh2o. The occlusive cuff was visually, microscopically, and functionally tested. The cuff performed within specifications and no leaks were found. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The control pump was visually, microscopically, and functionally tested. The control pump performed within specifications and no leaks were found. The pressure regulating balloon was visually, microscopically, and functionally tested. No leak was found. The balloon tested at 58.5 cmh2o. It is rated at 61-70 cmh2o. The occlusive cuff was visually, microscopically, and functionally tested. The cuff performed within specifications and no leaks were found. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: null, batch/lot number: 939814004, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction. No more information available at the moment. Should additional information become available, it will be provided.